Event description:
Approximately 50 minutes into dialysis treatment, attendant noted blood dripping from tubing and onto the floor. It was determined that the blood source was at or near the hema metrics crit-line blood chamber. The treatment was stopped, the crit-line blood chamber replaced, the tubing set adaptor reconnected and tightened and the procedure restarted. The blood loss was estimated at 100-150ml. The duration of the blood loss was not known but have been as long as 20-25 minutes.